Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being in the hospital due to a liver problem. Customer stated that the plunger in the insulin pump is forward and not back. Through troubleshooting customer was able to rewind. No further information reported.